Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted oversensing of noise and changes in the patient's morphology. No changes were made and the s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted oversensing of noise and changes in the patient's morphology. No changes were made and the s-ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and returned for analysis. This event will be updated upon completion of analysis.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted oversensing of noise and changes in the patient's morphology. No changes were made and the s-ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.